Manufacturer narrative:
The system was used for treatment. A batch record review of lot d319 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #9: blood pump error and tubing leak. No trends were detected for these complaint categories. A corrective and preventive action was already initiated for complaint category, alarm #9: blood pump error. No corrective and preventive action was initiated for complaint category, tubing leak. Service order, (B)(4), feedback: the service technician replaced the recirculation pump head. The service technician then successfully performed the system checkout procedure. No further action is required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a blood leak during photoactivation. The patient was reported to be in stable condition and isovolemic. The customer reported that the collect line was inadvertently allowed to come in contact with the recirculation pump during photoactivation, and the line became caught within the pump. A blood pump error alarm then occurred. The customer removed the line from the pump and noted it was leaking. The treatment was aborted. The customer requested service to clean the pump. Service order, (B)(4), was generated. The customer has elected not to return the kit for investigation